Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via decreased intrinsic amplitudes. The sensing vector at the time of the shock was set to the secondary sensing vector. The patient is in a wheelchair. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.